Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2007 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was eccentric and was located in the avf. The target vessel was moderately tortuous without calcification and had a reference diameter was 6.0mm. The target lesion length was 12mm and 90% stenosed. The patient experienced pain during the procedure. Target lesion post-procedure stenosis was 60%. The patient had a follow up visit in (B) (6) of 2007. It was noted that the target lesion had become non-patent since the procedure. The event was described as resulting in bad "dialysisetticieav", recirculation. In (B) (6) of 2007 surgery was performed on a non-target vessel. No information about the surgery and no additional follow up data were provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.